Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy. The powered handle was being used for intestinum resection outside the body. The handle was inserted into the clamshell and the adapter was connected with no problem. The reload was loaded onto the adapter, but the display did not show the signal to being the clamp test. The displayed showed all green with the power, adapter, and reload status. There was a '1' in the reload status. The jaws were able to open and close, so the surgeon clamped the tissue. The green button was not flashing so the device could not be fired. To complete the procedure, the reload was loaded onto a manual handle and the firing was completed successfully. No patient injury or extension in surgical time. Patient status is no problem.